Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The beep long, beep medium, beep short, and vibrate alarm alert types are working properly. No audio or beep anomaly noted during testing. No cosmetic damage noted during physical inspection. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose. The customer's spouse also reported that the blood glucose went low of 22 mg/dl and treated with juice and went up to 120 mg/dl. The customer's blood glucose was 691 mg/dl at the time of incident. The customer's blood glucose was 315 mg/dl at the time of call. The customer's spouse stated that they were wearing the insulin pump during hospitalization. The insulin pump will be returned for analysis.